Manufacturer narrative:
H3: product analysis :evaluation determined that bearing detachment. The likely cause of the failure could be due to worn. It was noted also that it is not possible to lock a bur and the tube , input and output shaft , non-flanged bearings are worn and input and output shaft is worn and the laser markings are faded. B.2.3 date of incident or estimated date of incident was not provided to the manufacturer. Event notified date used as date of incident until further information is obtained. Aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment had lock or adjustment ring sticking. No known patient impact reported. Additional information was received stating that detached bearings were found during evaluation.